Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2012, the patient presented with stable angina. Subsequently, the index procedure was performed. The 22mm x3.0mm, new, type c, eccentric target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca) with 75% stenosis, diffuse lesion of more that 2cm length and less than 45 degrees bend. The lesion was treated with pre-dilatation and placement of a 3.00 x 24mm promus element stent at 16 atmospheres. Following post dilatation, residual stenosis was 0% and timi 3 flow was restored. Two days post procedure, the patient was discharged. On (B)(6) 2013, in-stent restenosis of the previously implanted stent in mid rca was noted and percutaneous coronary intervention was performed. No patient complications were reported and patient status is recovering.